Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels of 27 mmol/l. The customer stated that the battery cap of the insulin pump was missing. The customer to advised to revert to the backup plan. The device is not expected to be returned for analysis.